Manufacturer narrative:
Currently it is unk whether or not the device may have contributed to the event as no product has been returned as of the date of this report. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported pump having no audio. Troubleshooting was performed and pump is returning for analysis.